Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, the patient stated there were multiple ¿patient line (pl) is blocked¿ alarms. The patient contacted ts for troubleshooting assistance. The patient was unable to progress past cycle 4 and had to cancel the treatment. When they opened the cycler door to remove the cycler set, fluid was observed leaking out. The patient removed the cycler set and noted there was a tiny pinhole on the cassette film, on the back of the device. The patient reported that fluid was ¿shooting out¿ of the pinhole. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment. They reportedly performed a manual drain after disconnecting from the cycler, and then ¿called it quits¿. The patient did not develop any symptoms due to the incomplete treatment. It was confirmed the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient stated they had not informed their pd nurse of the fluid leak and subsequent cycler replacement; however, the patient confirmed that they were going to. Additionally, the patient stated their pd effluent fluid had remained clear. The patient confirmed the replacement cycler was received, and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 08/16/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.